Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced st elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the body, and the farawave catheter was introduced while removing air from within the sheath. Subsequently, an st segment elevation was observed on the electrocardiogram (ECG). An immediate cag (coronary angiography) was performed, but no significant stenosis was found. The physician suspected that the air may not have been fully removed when inserting the farawave catheter or air may have been drawn into the sheath valve. As the st segment elevation gradually decreased, the procedure was continued with the original device. No further information was provided on patient status. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced at elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was inserted into the body, and the farawave catheter was introduced while removing air from within the sheath. Subsequently, an st segment elevation was observed on the electrocardiogram (ECG). An immediate cag (coronary angiography) was performed, but no significant stenosis was found. The physician suspected that the air may have not been fully removed when inserting the farawave catheter or air may have been drawn into the sheath valve. As the st segment elevation gradually decreased, the procedure was continued with the original device. No further information was provided on patient status. The sheath is not expected to return for analysis as it was disposed.